Manufacturer narrative:
Information contained in this record was previously submitted through psr on 22/apr/2019. A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation was capsular contracture, baker grade unknown and rupture. Further information from the reporter regarding the events, product, and patient details have been requested. No additional information is available at this time. These are known potential adverse events addressed in the product labeling.

Event description:
Patient reported left side capsular contracture, baker grade unknown, edema, and an anatomopathological test (biopsy) identified a rupture. Healthcare professional later reported "volume increase," seroma, and confirmed presence of capsular contracture. MRI identified folds, device displacement (rotation), and inflammatory process. Ultrasound observed lobulated contours on the device. The baker grade was not assessed upon explant. The device has been explanted.